Event description:
It was reported "perceived iab abrasion catheter removed-once the initial balloon catheter was seated in the aorta and began ballooning, almost immediately a helium alarm was shown. Restarted the balloon and was given the same helium loss alarm. At this point the patient was quite unstable so it was decided to remove the balloon and swap ut for another. When the initial balloon was being removed, there was a great deal of difficulty removing the balloon. The inserting physician mentioned how the patient's arteries were heavily calcified and there was some tortuosity. Eventually, the balloon was successfully removed. Once the new balloon was inserted, no helium alarm was noted and ballooning continued without any difficulty". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for a "helium alarm was shown" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " perceived iab abrasion catheter removed; once the initial balloon catheter was seated in the aorta and began ballooning, almost immediately a helium alarm was shown. Restarted the balloon and was given the same helium loss alarm. At this point the patient was quite unstable so it was decided to remove the balloon and swap it for another. When the initial balloon was being removed, there was a great deal of difficulty removing the balloon. The inserting physician mentioned how the patient's arteries were heavily calcified, and there was some tortuosity. Eventually, the balloon was successfully removed. Once the new balloon was inserted, no helium alarm was noted and ballooning continued without any difficulty". No patient injury or consequence reported. The patient's current condition is reported as "fine".